Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced the first episode of feeling abnormal ("brain fog"), muscular weakness ("muscle weakness"), fatigue ("tired"), muscle twitching ("twtching muscle"), decreased appetite ("loss of appetite"), multiple sclerosis ("ms") and the second episode of feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, muscular weakness, fatigue, muscle twitching, decreased appetite, multiple sclerosis and the last episode of feeling abnormal outcome was unknown. The reporter considered decreased appetite, fatigue, medical device removal, multiple sclerosis, muscle twitching, muscular weakness, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- multiple sclerosis, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " ms and brain fog " were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"), muscular weakness ("muscle weakness"), fatigue ("tired"), muscle twitching ("twtching muscle") and decreased appetite ("loss of appetite"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal, muscular weakness, fatigue, muscle twitching and decreased appetite outcome was unknown. The reporter considered decreased appetite, fatigue, feeling abnormal, medical device removal, muscle twitching and muscular weakness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"), muscular weakness ("muscle weakness"), fatigue ("tired"), muscle twitching ("twitching muscle") and decreased appetite ("loss of appetite"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal, muscular weakness, fatigue, muscle twitching and decreased appetite outcome was unknown. The reporter considered decreased appetite, fatigue, feeling abnormal, medical device removal, muscle twitching and muscular weakness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.